Manufacturer narrative:
On 12/4/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was erroneously indicated within the initial report. Section d7 correctly indicated that the explantation date was (B)(6) 2019; however, the b5 summary stated (B)(6) 2019. This supplemental report is to clarify that the explantation date was in fact (B)(6) 2019. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 450cc mentor memorygel breast implant (catalog number 3504504bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with 475cc mentor memorygel breast implants and experienced postoperative left-sided rupture. On (B)(6) 2019, the rupture was confirmed via MRI. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with mentor memorygel xtra resterilizable gel sizers (left-sided catalog number shpx490, left-sided size 490cc, left-sided serial number (B)(4); right-sided catalog number shpx465, right-sided size 465cc, right-sided serial number (B)(4)).

Manufacturer narrative:
On 12/19/2019, the product investigation was completed. Device investigation summary: during evaluation of the device, it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was updated. Device investigation summary: during the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).